Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, encountered an issue where the ER-main aux 4.2 half-height drawer would not open or release. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 latch sensors were not performing successfully. A field service engineer successfully replaced the sensor to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.